Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirms that the entire hex broke off; the broken piece was not returned. A complaint database search under the provided product code found other similar reports for this failure. The reported lot code indicates that this instrument is over 8 years old. The root cause is determined to be misuse and product wear out. The fracture appears to be a torsional fracture. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Universal screwdriver broke.